Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the downstream occlusion alarms during testing, however, review of the history log confirmed the alarms. Downstream occlusion test was performed per spectrum service manual with unit passing. No malfunction could be identified.

Event description:
It was reported that a device was found to have downstream occlusion alarms in the history log. This was observed during pm testing. There was no patient involvement.